Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown.

Event description:
It was reported that before use, a bd¿ hypodermic needle was found with a bug within the package. There was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: investigation results: no samples or photos were available for this complaint. Qn review: no notifications were written for this batch. DHR review: three visual inspections were performed on 300 parts with zero defects noted. Investigation conclusion: possible root cause: unable to determine. This product was produced in february, and we tend to have a very low number of insects that time of year.